Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No battery out limit alarms noted. Unit received with unresponsive up arrow buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit passed rewind,basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at lcd window corners and battery tube threads. Unit received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.